Event description:
It was reported that the programmer would not power up. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis could not confirm the customer comment that the device would not power up. The programmer was powered on and off multiple times, as well as being left on for 24 hours and no shut down was experienced. It was noted that there was a noisy power supply and system fan.